Event description:
Case from (B)(6) reported as "prof (B)(6) was not able to retract the outer sheath to the end of position two. Outcome of the patient: perfect result of intervention." Further, it was noted that "the stent-graft was covered by the inner sheath when the handle got stuck. The physician was able to remove the device from the stent-graft after opening the proximal clasping. Due to the fact that there was a good landing zone no additional device was necessary. The patient was in a good status due to the fact that the device was inserted via a conduit; no damaging of the entry vessels." Device used is the european equivalent of the device sold in the u.s.

Manufacturer narrative:
Analysis of device history records: analysis of the relay thoracic stent graft system packaging assembly DHR shows no discrepancies during the manufacturing process. The delivery system final inspection was performed by qc, and no discrepancies were noticed. The stent-graft inspection results did not detect any discrepancies during the inspection performed by qc. The device was received with the proximal grip unable to be moved, with about 9mm of the fabric sheath exposed; proving that the handle grip was movable when it was first received by the physician, since he was able to expose it slightly. The main issue with the device appeared to be in the release mechanism assembly, since that was the part of the device that apparently failed to meet expectations. As a result, the engineers verified its functionality. Position #4 worked optimally, demonstrating to be unaffected by the inability to move the proximal grip. The fact that position #4 worked as expected, discarded the hypothesis of a malfunction in the proximal spring system. The second hypothesis was a malfunction or a blockage in the region of the proximal handle grip. In order to investigate this, the proximal handle was to be dismantled.